Manufacturer narrative:
MDR (B)(4) e1: name: (B)(6) country: united states of america street address: (B)(6) city: (B)(6) state: (B)(6) zip code:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4) manufacturing site: (B)(4).

Event description:
It was reported that the infusion set fell off during use event occurred on (B)(6) 2026. Patient replaced infusion set and resumed insulin deliveries successfully.